Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2013. This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2024-0011490. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump or thickening in or near the breast or in the underarm area"; deflation.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area side not specific. No treatment occurred. Healthcare professional later reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area side not specific. No treatment occurred. Healthcare professional later reported left side deflation. Device has been explanted and replaced.